Manufacturer narrative:
Additional information was received which indicated that the complete heart block occurred the day of the valve implant. The permanent pacemaker was implant two days following the valve implant. No additional adverse patient effects were reported.  Updated event date: updated to (B)(6) 2018; the date the pacemaker was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.